Manufacturer narrative:
Device used for treatment not diagnosis. Platzer, p., thalhammer, g., ostermann, r., wieland, t., vecsei, v., & gaebler, c. (2007). Anterior screw fixation of odontoid fractures comparing younger and elderly patients. Spine, 32, 16th ser., 1714-1720. This report is for unknown screw unknown quantity/unknown lot. (B)(4) malposition, loss of reduction, incorrect reduction, and additional medical/surgical interventions. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: "platzer, p., thalhammer, g., ostermann, r., wieland, t., vecsei, v., & gaebler, c. (2007). Anterior screw fixation of odontoid fractures comparing younger and elderly patients. Spine, 32, 16th ser., 1714-1720. Austria". Patients who had undergone anterior screw fixation of their odontoid fractures, with the ao screws, were sorted and their dataset of follow-up monitoring was examined for completeness and accuracy. A total of 117 of these patients were treated by anterior screw fixation. Five of these patients had died during the follow-up period, whereas 2 patients were lost during follow-up assessment, as they refused to come to further examinations. Clinical and radiographic records of 110 patients, 59 women and 51 men, with an average age of 54 years at the time of surgery after anterior double screw fixation of their odontoid fractures between 1990 and 2004 were reviewed. An analysis of radiographic results revealed that solid bony union was achieved in 102 patients (93%). In 8 patients, adequate bony fusion could not be determined on the standard radiographs and nonunion was diagnosed by cervical CT scan between 6 and 12 months after surgery. Three of the patients with bony nonunion of the odontoid underwent reoperation, as they had severe motion pain at the upper cervical spine. In the remaining 5 patients with pseudarthrosis, no further surgical interventions were found to be necessary, as the patients were free of symptoms and did not show any relevant residual instability at the cervical spine. Five cases failed to achieve correct anatomic reduction of the odontoid and in 3 patients malpositioning of the implants was found. Referring to the 5 cases with incorrect anatomic reduction, in 2 of them the odontoid fragment was left in slight posterior displacement (2-3 mm), in 1 patient in lateral displacement (5 mm); and in another 2 patients, the odontoid was overcorrected and distracted (leading to a gap of 1-2 mm). With regards to the malpositioning of the implants, in 2 patients the screws were too short and did not reach the apical cortical surface of the odontoid and in 1 case the screws were placed in a too flat angle. In 4 patients, it was noted a relevant loss of reduction within 2 to 4 weeks and the screws started to cut out through the apex of the odontoid, subsequently. In 4 of the 12 cases, the fractures had healed uneventfully, whereas 8 patients were submitted to reoperation (n=5) or additionally stabilized by a halo-fixator (n=3). There were 3 cases of severe infections. This report 1 of 2 for (B)(4). This report is for unknown ao screws.